Event description:
It was reported that a protege rx carotid artery stent was used during a common carotid artery stent implantation procedure to treat approximately 80% proximal common carotid artery stenosis with a fibrous plaque lesion and little tortuosity and calcification. Embolic protection was used, and the lesion was pre-dilated with a 6¿30 balloon at nominal pressure. After the stent was removed from the inner packaging and hydrated with a syringe, resistance was encountered when advancing the stent system along the guidewire through the homeostatic valve into the long sheath, and repeated attempts did not allow advancement. A change was observed in the pusher handle and stent dislodgement (pre-deployment) was noted during insertion into the homeostatic valve. Advancing was stopped and the entire system was withdrawn, and the stent was observed outside the body to be dislodged (pre-deployed) and unusable. The stent was replaced with a new stent, the procedure was repeated without abnormalities, and the procedure was completed successfully. No patient symptoms, complications, or injury were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.